Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that while the pt was at home sleeping, he was awakened by alarms with smoke and sparks emitting from the system controller. The pt exchanged the system controller and shortly thereafter reportedly became obtunded (mentally incapacitated) and was taken to the hospital. The pt was admitted to the ICU with a questionable neuro status condition. The pt remains hemodynamically stable under observation in the hospital.

Manufacturer narrative:
The suspect system controller was returned to the manufacturer for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.